Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor therapy. It was reported that the patient asked how to recharge the ins, because their ins battery was discharged and they could feel therapy had turned off. Patient services reviewed the importance of not charging over an unhealed incision. The patient did not receive instructions regarding when to first start charging, patient services recommended that the patient discuss with their managing physician and emailed a recharging tutorial to the patient. Upon review, the patient does not have a rechargeable ins. During the call, the patient stated "it's dead now, I don't even feel nothing". It was not clear what the patient meant by stating 'it' was dead.